Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip would not release off catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not release off the catheter. The physician attempted the snap, crackle, and pop technique but was unsuccessful. The physician then tried to repeat and further deploy the handle and jiggle the catheter, but the same problem occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.